Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was stuck for an update for 30minutes. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck for an update for 30 minutes. A technical support specialist provided information to the customer to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.